Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, minor scratches on lcd lens screen and a bubbled dso seal. The customer stated problem was confirmed. There was high alarm displayed -air-in-line detected during testing. Air detector was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed multiple air in line and downstream occlusion alarms. No patient injury was reported.